Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge(B)(4)

Event description:
Customer reports that infusion set detaches. Customer states this matter has caused him to be ill and not be able to go to work. Customer's blood glucose was 500 mg/dl. Customer declined troubleshooting and declined replacement and hung up the phone. No further information provided.